Event description:
Ge billsoft unit supplied by apria healthcare overheating and repeatedly shutting down, ambient temperature below 75 degrees fahrenheit. Unit delivered by apria healthcare (B)(6) 2019. Do you have a picture of the product? Yes. FDA safety report ID# (B)(4).